Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The manufacturer representative reported that an implantable neurostimulator (ins) was being prepared to be implanted on (B)(6) 2016. The ins was charged to 100% prior to the procedure. When they were going to set up the lead configuration and implant the ins, a screen came up indicating the ins was discharged and needed to be charged now while the manufacturer representative was attempting to set the lead configuration. A different ins was implanted. The manufacturer representative later checked the ins in question, and noted that it showed the ins was fully charged and the lead configuration had not been set. There were no reported patient symptoms due to no patient involvement for this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found no issues; the ins was tested multiple times and the complaint could not be confirmed. The ins was also heated up and cooled down multiple times, and still the complaint could not be confirmed. It was noted that the ins was received in an unopened shrink-wrapped box; service life was not started and the battery was at 100%. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.